Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced sporadic communication between the charging system and the ipg. A new charging unit was tried to no avail. The issue was confirmed by an sjm representative. Surgical intervention may take place as the next course of action.

Event description:
Follow-up identified the patient underwent surgical intervention to explant and replace the ipg.